Manufacturer narrative:
Additional cases associated with this article: 3025141-2019-00425: case 2, 3025141-2019-00426: case 3.

Event description:
Article: internal fixation of proximal humeral fractures using the polarus intramedullary nail, kazakos, k., lyras, d.n., galanis, d., verettas, d., psillakis, I., chatzipappas, ch., xarchas, k.; arhc orthop trauma surg (2007) 127: 503-508. Case 1: patient experienced a backed out proximal screw from the implanted polarus nail that was removed after complete radiological union.